Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. E1: last name unknown / not provided. Device was discarded.

Event description:
It was reported that the abutment came loose, screw broke in the mouth, broken screw reported 9/30. Lab will evaluate the abutment and are going to try to use the abutment with new screw as they do not want to remake the bridge. Broken screw were not saved and will not be returning.

Manufacturer narrative:
Zimvie did not receive one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1265639. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265639 for similar events and one other complaint (B)(4) was identified. Review completed utilizing keywords: dental : functional : fracture : screw. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up," h3: changed "yes" to "no," h6: entered evaluation codes, h10: added manufacturer narrative h3 other text : device was discarded.

Event description:
No further event information available at the time of this report.